Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on (B)(6) 2015. Customer's blood glucose was 45 mg/dl at the time of admission. Customer reported they bolused too soon before eating, resulting in the low. Customer also reported passing out from their low. The customer declined to troubleshoot for their low blood glucose. Customer declined to return the insulin pump for analysis.